Event description:
Revision surgery - due to poly wear and loosening.

Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 1644408-2018-00952; 114800, (B)(6) - wear/excessive wear, (B)(6) - device loosening, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.